Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source exhibited spare lamp gone out and error code 103. The issue occurred during an unspecified procedure, which was completed with the same set of equipment. There were no reports of patient harm.